Event description:
The customer reported the sys shut down without command. The report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. A circuit board was replaced and the calibration files were reloaded. The sys was then found to be operating as intended.